Event description:
Initial reporter indicated that they were having an "error establishing communication" with his demo generator. His wand would communicate with the demo generator but the physician's wand would not communicate with the demo generator. A malfunction is suspected against the programming wand. MFR is pending receipt of the wand for analysis.

Manufacturer narrative:
Device malfunction suspected, but it did not cause or contribute to a death or serious injury.